Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/19/2020. Additional information was requested and the following was obtained: can you identify the product code and lot number of the 5-0 prolene suture used during the procedure? Do you have any samples for evaluation from the same code and lot number? If so, please provide your address for shipper kit. Can you please share the full autopsy report for our medical safety officers review? Or does not keep a detailed record of the lot number used for specific operations. Therefore, will not be able to provide that number or samples from the same lot. Working on obtaining the full autopsy report and will send the information to you as soon as possible.

Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of voluntary medwatch report (B)(4). Initial report mentions brand name of device: prolene (5-0 prolene, c1, vb and 6-0 prolene, bv1). However, additional information has been received from the surgeon noting that 6-0 prolene suture was not used during the procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: upon receipt of the autopsy results, which described a primary break in the mid-portion of the prolene suture. Our immediate recollection of the case and post-operative hospital course did not reveal any remarkable missteps. As with every case in which we participate, there was meticulous handling of every suture with every step taken to avoid deterioration of its integrity. Date of index surgical procedure (B)(6) 2019. On what tissue was the 5-0 suture used? Closure of carotid arteriotomy in a running fashion with adequate purchase of each pass of the needle. No repairs sutures used. On what tissue was the 6-0 suture used? None. Which suture was used on the right common and which suture was used on the internal carotids? 5-0 prolene used as a single running stitch connecting the common and internal carotid. Which suture broke, 5-0 or 6-0? 5-0. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Endarterectomy plane was created between intima and internal elastic lamina. Circular media muscle was intact throughout residual vessel and of normal caliber. Vessel wall was strong with no disease left behind. Other relevant patient history/concomitant medications: past medical history included mild htn, gerd, and reported history of barrett's esophagus. Patient underwent pre-op cardiology evaluation. Does the surgeon believe there was an alleged deficiency with the suture that caused or contributed to the patient death? We cannot recall specific events of the surgery that would allow us to speculate one direction or another, but we do consider it as a legitimate possibility. In every case, both surgeons involved avoid making any contact directly with the suture material with our instruments (meaning we only grasp the needle). We also avoid placing undue tension on the suture or trapping it in retractors or other rigid objects placing undue traction/tension on the suture. Our or support staff also knows this is expected of them. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? We do not feel this is particularly necessary, but we are available if ethicon would like more information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Can you identify the product code and lot number of the 5-0 prolene suture used during the procedure? 2. Do you have any samples for evaluation from the same code and lot number? If so, please provide your address for shipper kit 3. Can you please share the full autopsy report for our medical safety officers review? (B)(4).

Event description:
It was reported that the patient underwent a carotid endarterectomy procedure on (B)(6) 2019 and suture was used. The suture was used as a single running stitch connecting the common and internal carotid. Endarterectomy plane was created between intima and internal elastic lamina. Circular media muscle was intact throughout residual vessel and of normal caliber. Vessel wall was strong with no disease left behind. User facility later learned that patient expired after discharge. Medical examiner reported cause of death due to post surgical suture failure following carotid endarterectomy. Neck: there was a 15.0 x 10.0 x 8.0 area of hematoma and soft tissue hemorrhage in the right side of the neck. On opening of the right common carotid artery distally to the bifurcation of the external carotid artery and continuing distally into the right internal carotid artery, there were two suture knots at either end of a continuous running suture line located on the external surface of the proximal internal carotid artery. Both knots appeared intact. The right common and internal carotid arteries were opened opposite the suture line. Internally, there was a continuous running suture line along a 4.0 cm incision. At the proximal end of the incision, there was a free suture end which allowed for a 1.3 cm long opening in the suture line at the proximal end of the incision. Otherwise, examination of the soft tissues of the neck, including strap muscles, thyroid gland and left sided large blood vessels, by layered anterior neck dissection, revealed no abnormalities. The hyoid bone and larynx were intact. Additional information has been requested.